Manufacturer narrative:
H10: a field service engineer (fse) went onsite and confirmed that there was no issue with the device. No further action was required. The fse confirmed there was no malfunction or issue with the device. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16392.

Manufacturer narrative:
H10: the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their device had a black screen. H11:updated contact information, contact office entity, and manufacturing site.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device has a black screen. It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
Initial reporter name and address: (B)(6).